Event description:
A false positive advia centaur cp troponin ultra result was obtained on a pt sample and reported by the customer. The pt was admitted to the hospital. The physician questioned the result and the customer performed repeat testing. The repeat troponin test results were negative and the pt result corrected. Pt treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant troponin ultra result.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site for system inspection. Analysis of the instrument and instrument data indicate that the cause for the accordant advia centaur cp troponin ultra result is unk. The instrument is performing within specification. No further eval of the device is required.